Event description:
On (B)(6), 2012 the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was giving the patient inaccurate low readings as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that at an unspecified date and time on (B)(6), the patient reported blood glucose results between "115-117mg/dl" on the subject lfs meter. The reporter stated that the patient manages her diabetes with glipizide and actos (unknown dosages) and on (B)(6), 2012, took her usual dose of medications in response to the reported issue. At an unspecified date and time after the alleged issue occurred, the reporter claimed that the patient developed symptoms of "dry mouth". The cca was informed by the reporter that during a visit to the doctor's office on (B)(6), 2012 at 11:30am, the patient was tested on the clinic's meter (unknown device) and obtained a reading of "287mg/dl" and was given 24units of levemir (dial pen) in response to the symptom. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of severe hyperglycemia and received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.